Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to anatomic problem to his right corpus cavernosum had fibrosis causing the cylinder to kneel. The anatomic problem is due to patient condition and is unrelated to the device. The cylinder was removed and replaced with no further patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent thorough analysis. The pump was microscopically inspected, leak and functionality tested. No damage or abnormalities were found, no leaks were identified, and the functionality is correct. Both cylinders were microscopically inspected and leak tested. No leaks were identified, but, both cylinders had wear at fold in the proximal end of the cylinder. Based on the information available and analysis results, the allegation relates to fibrosis which is addressed in our labeling and risk documentation; therefore, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to anatomic problem to his right corpus cavernosum had fibrosis causing the cylinder to kneel. The anatomic problem is due to patient condition and is unrelated to the device. The cylinder was removed and replaced with no further patient complications reported.